Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that all of the screws were deviated between 3.5 and 10 mm during a posterior lumbar interbody fusion from t11 to l1. Troubleshooting involved doing a navigation accuracy check. The use of the guidance system was aborted and the the screws were repositioned during the procedure. The cause of the inaccuracy was unknown, but could have been due to the guidance system or movement of the device. There was no patient harm and the procedure was delayed over an hour.